Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. Nine (9) devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. Thirty-seven (37) devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 46 malfunction events, where it was reported the devices experienced accessible ac current. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The 37 pending devices were not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; the issue was confirmed. Section h codes have been updated.

Event description:
No new information.